Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned product was examined under magnification. It was confirmed that the batch number of the .062" x 3" plate tack, threaded (part number 80-2430) was 481645. Both the fragment returned and the plate tack showed a brittle fracture surface indicative of a single overload event. The fracture surface was nearly perpendicular to the long axis of the drill indicating an excess bending load may have been applied to the plate tack. However, based on the information received, and due to unknown procedural conditions, the root cause could not be determined.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were noted. The device was not returned for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported during a procedure, the plate tack was used on the distal tibia. The tip of the plate tack broke when the surgeon was removing it.the broken tip was able to be removed from the patient, and no adverse patient consequences were reported. This issue did not prolong the procedure.